Event description:
It was reported that 7 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported found 7 syringes from this box needle hub stuck in shield lot # 0006883. Catalog# 928857. Date of event (B)(6) 2021.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: (B)(6) 2021. Investigation summary: customer returned two syringes in a pouch labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0006883. The first syringe had its needle shield and hub separated from the barrel. The hub was lodged in the shield. There is no damage to the connector at the distal tip of the barrel or to the base of the hub. The plunger cap has been removed, but no signs of use were observed. No other defects found. The second syringe was initially visually inspected and no defects were immediately obvious. A supplementary shield pull test was performed. The shield pull test registered 3.34 lbs of force, while the specification for this test states that forces between 0.85 lbs and 5.95 lbs are acceptable. The syringe was found undamaged and within shield pull specification. A review of the device history record was completed for batch# 0006883. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the shield being difficult to remove in one of the two returned samples. As per manufacturing: CAPA pr1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported found 7 syringes from this box needle hub stuck in shield lot # 0006883 catalog# 928857 date of event (B)(6) 2021.